Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore-385102-leakage. Patient admitted to our department with acute lymphoblastic leukemia. On (B)(6) 2025, due to clinical requirements, he was started on a 24-hour infusion of belintor for a 15-day course. A PICC line was inserted per medical orders, and a standard needle-free closed infusion connector with a diaphragm was installed and used normally. On (B)(6), during nursing rounds, the patient's clothing was found damp. Inspection revealed leakage at the needle-free closed infusion connector, which was securely tightened. The connector was immediately replaced with a new needle-free closed infusion connector with a septum. The situation was explained to the family, and the medication dosage was adjusted to compensate for the leakage.

Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No related quality issues or deviations were found during the manufacture of the subassembly batches.

Event description:
No additional information.